Event description:
The st. Jude implanted cardiac defibrillator (ICD) with the premature/sudden/accelerated battery depletion that is not under "recall/advisory" alerts. The patient also has a "recalled" right ventricular defibrillator lead. Patient: device information: st. Jude medical, model current vr rf, serial number (B)(4), implanted (B)(6) 2008 lead information: st. Jude medical, model riata I 1561, serial number (B)(4), implanted (B)(6) 2004. Initial review of information from the "remote transmission report" and clinic interrogation report by our ep attending, ep staff and sj representatives noted no clear finding on possible cause of rapid/accelerated battery depletion. The patient underwent replacement of the ICD as well as placement of a new rv lead on (B)(6) 2012. Procedure was uneventful, patient discharged on (B)(6) 2012. The st. Jude representatives sent the involved device for analysis on the cause of premature/rapid/accelerated battery depletion. We will provide updates as information is received.